Event description:
A malfunction alarm known as malf 0 occurred, but there were no notable events leading to it. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support provided information to reset the pump, and the customer successfully reset it without recurring issues. The customer was advised to continue using the pump and to contact support again if the issue reappears, which the customer acknowledged.